Event description:
A venatech lp filter was implanted in a male in 2007. The physician at another hospital notified a bis sale rep that the filter was distorted and mangled. Its physical properties were in disarray. The filter has moved to the pt's liver. The pt had another pulmonary embolism and was scheduled for a pulmonectomy. Importer narrative: exact pt age, pt weight, and device lot number are not available. The filter is believed to still be implanted in the pt. Device is not available for eval.